Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the skin irritation and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported a localized skin reaction associated with the adhesive after wearing a pod on the abdomen for approximately 1 to 4 hours. Beginning in early (B)(6) 2026, each pod application resulted in immediate and persistent burning, redness, and occasional bleeding at the cannula and adhesive site. The skin site appeared different upon pod removal, which was performed gently. Podpals had been previously tried without improvement. Due to ongoing skin discomfort, the pod was not worn during medical attention. On (B)(6) 2026, the patient sought medical care for the skin reaction; the visit lasted approximately 10 minutes. No formal diagnosis was provided, and treatment consisted of topical dexeryl cream. A subsequent pod application was unsuccessful, and blood glucose levels were affected, with reported hyperglycemia up to 400 mg/dl when off the pod. The patient reported that medical assistance was required due to burning skin reactions alleged to be related to pod use.